Event description:
It was reported that an empty cartridge alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer waited until reaching home to change the cartridge to address bg. The customer acknowledged understanding of the alarm's cause, which was due to the cartridge being empty.